Event description:
On (B)(6), 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim. In addition, the pump is cracked and the keypad is torn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issues remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover and the display screen were removed and replaced with a new screen for testing. Once completed, the contrast returned to normal with the test screen. Unrelated to the display complaint, investigation revealed that there was a small tear on the audio bolus button cover, but it still responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.